Event description:
Fill volume: 240 ml. Flow rate, procedure: asked but not provided. Cathplace: port. It was reported by our distributor that a pump finished early. There was no adverse clinical effect noted on the pt. It was reported that the pumps filling and infusion start date was (B)(6) 2014; the infusion's end date was (B)(6) 2014.

Manufacturer narrative:
The device was received for an eval. A visual inspection was performed and a review of the device history record (DHR) was conducted for the reported lot number. At this time, the eval is still in progress. Results will be provided once completed. Once the investigation and device analysis are completed, a follow-up report will be submitted. Per the DHR review, there were no reworks, special conditions, or related nonconformity reports (ncrs) for this lot. The lot met process specifications prior to release. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.